Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. H6 evaluation codes investigation results c19 refers to the product history review. A review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. The physician stated that the reason for the occlusion is unknown. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events. Potential clinical and device adverse events. Possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from a retrospective study: on (B)(6) 2020, this 68-year-old patient underwent endovascular treatment for a juxtarenal aneurysm. Patient was treated with a cook t-branch device and two gore® viabahn® vbx balloon expandable endoprostheses (vbx-devices). Gore vbx devices were placed in the bilateral renal arteries. The two vbx devices were successfully navigated to their intended location and successfully deployed. Device catheters were successfully removed. Both devices were noted as patent at the end of the procedure. On (B)(6) 2021, it was noted the patient had an occluded right renal artery. Hospitalization and medical or surgical interventions were not required. It is noted that a cta was completed and the patient was noted to have not recovered/resolved from the adverse event. Reportedly permanent impairment of a body function including chronic disease has occurred.

Event description:
The following was reported to gore from a retrospective study: on (B)(6) 2020, this 68-year-old patient underwent endovascular treatment for a juxtarenal degenerative aneurysm. Patient was treated with a cook t-branch device and two gore® viabahn® vbx balloon expandable endoprostheses (vbx-devices). One gore vbx device was implanted in each of the two renal arteries. The two vbx devices were successfully navigated to their intended location and successfully deployed. Device catheters were successfully removed. Both devices were noted as patent at the end of the procedure. Computed tomography imaging dated (B)(6) 2020, showed stenosis of less than 25% of the right renal artery and an abnormal serum creatinine value of 1.43 ml/dl was noted. It was noted, that these findings are not clinically significant. No treatment was recorded. On (B)(6) 2021, it was noted the patient had an occluded right renal artery. Reportedly the patient was diagnosed with cancer (malignant lymphoma) in 2021. The physician stated that they can neither confirm or dismiss a causal relationship between the occlusion the lymphoma. Hospitalization and medical or surgical interventions were not required. It is noted that a cta (computed tomography angiography) was completed and the patient was noted to have not recovered/resolved from the adverse event. Reportedly permanent impairment of a body function including chronic disease has occurred.